Event description:
It was reported via phone call that the insulin pump alarmed motor error during the manual prime process. The blood glucose reading was unknown. The customer was assisted with clearing the alarm and they are able to complete the rewind sequence. The customer stated that they have received the alarm several times. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The motor error alarmed during basic occlusion test due to faulty fsr (tin). The insulin pump was unable to perform basic occlusion, occlusion, prime/compromised force sensor, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, reservoir tube lip, battery tube threads and pump belt clip slot.